Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic pneumoresection, while removing the lung tissue, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted that the retraction knobs can be seen fully retracted. No device can be seen attached to the handle. No abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.